Event description:
The customer reported four (4) false negative results with the ID now covid-19 assay performed between (B)(6) 2022 and (B)(6) 2022, with one test being taken on (B)(6) 2022 after the pcr test was performed. This report is tests three (3) of four (4). Pcr testing was performed on (B)(6) 2022 and generated a positive result. No additional information regarding outcome was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please refer to related MFR report numbers: 1221359-2022-03185, 1221359-2022-03188.

Event description:
Correction: false negative results was with the binaxnow covid-19 antigen self test not ID now covid-19

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 186666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 186666 and device part number 195-430h/ lot 173829. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Please refer to related MFR report numbers: 1221359-2022-03185, 1221359-2022-03188 through 1221359-2022-03190.

Manufacturer narrative:
This report is being submitted to correct the h6 "medical device problem code" listed in the intial report. Please see h6 of this report for the corrected code.